Manufacturer narrative:
A product development evaluation was completed: the product was not returned for investigation. The case and x-ray were sent to the product development team for a design review. The patient had a post-operative fall, which resulted in failure of the lcp dhs implant. The implant was removed and replaced with a tfna. No design related root cause has been identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Partial part number is 214.8xx. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a locking compression plate (lcp) dynamic hip system (dhs) plate and screws on (B)(6) 2017. Patient suffered a fall on unknown date post-operative. X-ray shows the femoral head/neck had collapsed and the screws had cut out, rendering the fracture unstable. Patient was returned to surgery on (B)(6) 2017 and revised to trochanteric fixation nail advanced (tfna) implants. Patient was again returned to surgery on (B)(6) 2017 for revision of the tfna implants. Tfna revision is addressed in (B)(4). Concomitant device reported: 130 degree lcp dhs plate (02.224.204s, lot l039943, quantity 1) this report is for unknown quantity of unknown cortex screw. This is report 2 of 2 for (B)(4).